Manufacturer narrative:
H10: the reprocessing status was unable to be confirmed/obtained following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found the nozzle had foreign objects. Additional devaluation findings include the following: due to the clogging of the nozzle, the air supply volume did not meet the standard value. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a chip. The adhesive on the bending section cover had a crack. Due to the clogging of the nozzle, the water removal ability did not meet the standard value. The mouthpiece was loose. The adhesive around the objective lens was peeled. The adhesive around the light guide was peeled. The plastic distal end cover had a dent. The connecting tube had a scratch and a wrinkle. The protector of the universal cord on the scope connector side had a scratch. The protector of the universal cord on the control section scope connector side had a scratch. The universal cord had a scratch. The image guide protector had a scratch. Switch 1 had a scratch. The paint on the air/water cylinder was peeled. The paint on the scope cylinder was peeled. The forceps elevator connector had corrosion due to water leakage. The control unit had discoloration. The investigation is ongoing [and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had reduced angulation. The device was returned for evaluation. During the device evaluation, the foreign matter that came out of the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.